Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Primary delta xtend rtsr took place on the (B)(6) 2020. At six week post-op x-rays carried out with no concerns. At ten weeks post-op patient presented with limited range of motion and some discomfort. Clinical examination indicated that the humeral implant had dislocated. If other, describe --> delta xtend reverse shoulder replacement, did the patient experience a post-op device malfunction? --> yes, if yes, please describe. --> component dislocation, limited range of motion and discomfort, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? --> unknown, did the patient require revision surgery or hardware removal? --> yes, facility name of original implant --> (B)(6) hospital, was device explanted? --> true, hardware/explant removal due to: --> dislocation, did patient require revision surgery? --> true, if yes, date of revision surgery. --> (B)(6) 2020, reason for revision surgery. --> dislocation, patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> compromised range of motion, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, if yes, describe --> dislocation, is the patient part of a clinical study --> no, (B)(4). Device property of -->none, device in possession of -->none, (B)(4). Device property of -->none, device in possession of -->none.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.